Event description:
It was reported by service report that the pt left side rail was broken exposing sharp edges and the siderail was not locking up. No pt involvement or adverse consequences are reported.